Event description:
It was reported that the right ventricular lead was explanted due to inappropriate therapy caused by oversensing of noise, and an apparent lead fracture. No further patient complications have been reported as a result of this event.